Event description:
It was reported that the patient experienced a shocking sensation from her implantable neurostimulator (ins) when she slept on her side at night. She also would get a shock from positional changes. It was noted that she had a car accident in (B)(6) 2011, and that the problem began in (B)(6) 2010. She also had a fall. Follow up information received reported that impedance measurements were within normal range. No device malfunctions were seen and the reason for the shocking could not be determined. The plan was to monitor the patient and have her turn the device off at night before sleeping. An x-ray may be taken. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Lead, model 39286-30, implanted: (B)(6) 2009, explanted: na. Extension. Model 3708160. Serial #(B)(4), implanted: (B)(6) 2009, explanted: na. Extension, model 3708160, serial #(B)(4), implanted: (b)(6 2009, explanted: na. Programmer, model 37743, serial #(B)(4), recharger, model 37752, serial #(B)(4). Concomitant ins system: neurostimulator, model 7427v, serial (B)(4), implanted: (B)(6) 2003, explanted: na. Lead, model 3487a-33, lot #j0309517v, implanted: (B)(6) 2003, explanted: na. Lead, model 3487a-33, lot #j0309517v, implanted: (B)(6) 2003, explanted: na. Adaptor, model 7495lz57, serial #(B)(4), implanted: (B)(6) 2003, explanted: na. Adaptor, model 7495lz57, serial #(B)(4), implanted: (B)(6) 2003, explanted: na. Programmer, model 7435, serial #(B)(4).